Event description:
Right hip revision surgery due to acute infection. Irrigation and debridement with revision of modular components/poly change and removal of hardware. Primary date and implants revised are unknown.

Manufacturer narrative:
No product details available.